Event description:
Customer reported he thinks the insulin pump was malfunctioning. Customer stated the insulin pump was administering too much insulin when he boluses. Issue has occurred three times in the past three weeks. Customer's blood glucose was 115 mg/dl. Customer has been experiencing high and lows. An hour before dinner his blood glucose are high. He will treat based device calculation and before dinner he would break into a sweat, blood glucose was 25 to 36 mg/dl. Customer had four different readings below 50 mg/dl and no blood glucose reading that were over 400 mg/dl, highest was 375 mg/dl. Customer declined troubleshooting for high and low blood glucose. Self test was performed and device passed. Customer would monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.